Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient first went to ER and then was hospitalized. Patient was given IV and fluids of saline and insulin. Patient was also admitted to ICU. Blood glucose at the time of event was noticed 586 mg/dl. No further information available.